Manufacturer narrative:
G4: 20may2020. B4: 21may2020. Touchscreen assembly was returned to failure investigation (fi) for evaluation. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. After several test, the fi found the resistance ratio was out of specifications. Fault was found on the returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28oct2019. The manufacturer¿s field service engineer (fse) confirmed while operation was being checked, it was found that the touch screen was out of the correct place where it was touched. The touch screen was calibrated but the phenomenon persisted. The cause of the phenomenon was the touch screen. Therefore, it has been replaced. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation. Therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened and an investigation will be performed.

Event description:
The customer reported a touch screen failure. There was no patient involvement.